Event description:
It was reported that this right ventricular (rv) lead exhibited loss capture when interrogating the device. An x-ray was performed and a dislodgment was confirmed. The patient had a lead revision performed. While in recovery, this patient fell and suffered a second dislodgment. The physician in charge explanted this lead and replaced it with a new one. No additional adverse patient effects were reported.